Event description:
This is report 3 of 3. This is a report of peritonitis in a patient coincident with dianeal therapy. Dianeal therapy was ongoing. The patient experienced peritonitis and was hospitalized on the same day for the event of peritonitis. During the patient's hospitalization, the patient was treated with antibiotic therapy. The cause of peritonitis was unknown. The patient was discharged from the hospital and recovering from the peritonitis. On a separate day, he patient was admitted to the hospital for complaints of abdominal pain and cloudy pd effluent. The peritonitis was not resolved. Pd therapy continued during the patient's hospitalization. The patient was treated with antibiotic therapy during the hospitalization. The patient was discharged home. Per the pd nurse, the peritonitis was considered to be recovered.

Manufacturer narrative:
(B)(4) . Same patient as (B)(4). The sample was not returned and the lot number is unknown, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number(s) 12j16h25 and 12k14h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted.